Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that "pt's son called to report that his mom is experiencing pain. Has trouble standing on it. (B)(6) was wondering if her implant was part of any type of recall."